Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that the power supply was broken, and wires were exposed. The exposed power supply was placed in the basket of the mobile stand with cuffs on top of the exposed power supply. The mains plug was still plugged into the wall. A hospital engineer, examining this device, reached into the basket and touched the exposed power supply. The hospital confirmed that the engineer received a shock. Although the engineer received a shock, there was no injury as a result of this incident. The customer did not provide any patient information.